Event description:
Additional information received on 5/7/2025: before the patient was closed up, all the broken fragments from the nitinol loops were removed.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/11/2025, it was reported by a sales representative via email that both guidewires with nitinol loops from an ar-8919ds cmc mini tightrope implant system broke. As a result, the procedure could not be completed as planned, and the patient had to be closed up with the intention of rescheduling the procedure for a later date. This was discovered during a cmc arthorplasty procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the devices during use.